Event description:
The customer gail allcock submitted a report to the ca mhra stating that five screws had snapped in a pt's spine. It was further reported that this led to severe pain for the pt and parts of the fractured screws had to be removed.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental method, result, and conclusion will be made available following an engineering eval.